Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a week post initial implant, the patient experienced chest pain. Ultrasound imaging was performed and revealed the right ventricular lead had perforated the heart resulting in pericardial effusion. Perforation and pericardial effusion was fixed upon removal of the lead during procedure. The lead was attempted to be repositioned but was unsuccessful due to style not advancing into the lead. The lead was explanted and replaced successfully. The patient was in stable condition post operation.